Manufacturer narrative:
The subject device (stent) was placed without incident, as per the reported event description: "no procedural complications reported during the pre-dilation and stenting procedures." However, the patient had an ischemic contralateral stroke noted in a follow up visit. Requests for follow up information have been unanswered to date. The risk of the reported event is noted in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported on november 19, 2007, a stenting procedure to treat atherosclerotic disease at the m1-m2 junction of the right mca (middle cerebral artery) under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 50%. Predilation was performed with a balloon catheter, followed by implantation of the subject device (stent). "Residual stenosis post stent placement was 20%. No procedural complications reported during the pre-dilation and stenting procedures." In 2006,"... The patient had an ischemic contralateral stroke ... The patient was treated with medication." The patient complications "... Resolved without residual effects".